Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of permanent scar is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of scarring: contra-indications: [juvéderm®] must not be used in: patients who tend to develop hypertrophic scarring.

Event description:
Patient reported having been injected with unspecified juvéderm® in the "under the eye hollows." The patient also had a touch up injection with unspecified juvéderm® under the right eye 5 days later. Patient noted that "nothing happened" and was not pleased with the result. Patient added that the injector "put the needle under the eye and now there is a permanent scar." This is the same event and the same patient reported under MDR ID #3005113652-2017-00981 (allergan complaint #1476706). This MDR is being submitted for the second suspect product, the 2nd injection with unspecified juvéderm®, also a device manufactured by allergan.